Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure. The customer reported that the malfunction caused a delay in the administration of the medication to the patient, as the user was unable to access the drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row board cable was not properly positioned. The field service engineer reconnected the row board cable located at the rear of the drawer and confirmed its proper operation. The system functioned as intended after the field service engineer troubleshot the device.